Manufacturer narrative:
The returned precision ipg would not charge despite multiple attempts. No link was established when attempted with a known good remote control (rc) and clinical programmer (cp), and the analysis of the data log and functional testing could be performed. Internal electrical measurements confirmed an excessive sleep current of 403.48ma (mili amps), and a low impedance of 6.85 ohms on the vh (high voltage) node. These confirmed that the application-specific integrated circuit (asic) chip is damaged. With all the available information, boston scientific concludes that the patient had difficulty charging the ipg was confirmed. This type of damage is typically caused by the ipg or lead exposure to high voltage/high current transients. The excessive current draw from the damaged asic resulted in the reported difficulty charging the ipg. It is likely that electrocautery was used during the patients non-device-related surgery. It was also reported that the patient possibly was defibrillated. Therefore, the probable cause selected is unintended use error caused or contributed to event.

Event description:
It was reported that the patient ipg was not working as intended. It was noted that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and doing well post operatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately (B)(6) 2022.

Event description:
It was reported that the patient ipg was not working as intended. It was noted that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and doing well post operatively.